Event description:
Name: novopen echo, batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with following information no investigation has been possible since neither batch number has been reported nor the sample has been returened. On (B)(6) 2017: as the novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse. Event and thus find similar incidents to the one reported in (B)(4). Name: novopen echo: batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
High blood sugar [blood glucose increased] piston not depressing properly [device issue] case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar" beginning on (B)(6) 2017, "piston not depressing properly" beginning on (B)(6) 2017, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from 2010 due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus (duration: not reported). Concomitant products included - novolog penfill (insulin aspart) solution for injection, 100 u/ml --/--/2010 to ongoing. Treatment included - novolog flexpen (insulin aspart). On (B)(6) 2017, the patient's blood glucose, before breakfast was 120 (units: not reported). The patient did not perform an air shot prior to product administration. The patient experienced high blood sugar (500). The blood glucose was 600 at 4 pm. When pen was examined, it was found the piston was not depressing properly. In order to reduce blood sugar, the patient needed to use a camp-supplied novolog flexpen twice, not one prescribed for her. The blood glucose was 150 at night after novolog flexpen used twice action taken to novopen echo (insulin delivery device) was not reported. On (B)(6) 2017 the outcome for the event "high blood sugar" was recovered. The outcome for the event "piston not depressing properly" was not reported. Reporter comment: patient may have one of the recalled novopen echo devices.